Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "tandem" button on the touchscreen was unresponsive to presses. During troubleshooting with tandem technical support the customer was not pressing directly on the button. Button was responsive once the customer pressed directly on the button. Customer's blood glucose level was 88 mg/dl.